Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the power supply would not power up. The hospital did not report any patient effects. Maquet cardiovascular anticipates the return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. Supplemental report will be submitted if the device is received. (B)(4).